Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous upper limb. A 5.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 8atm and was retrieved from the patient's body without any problem. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by MFR: the device was returned for analysis. Blood as identified in the balloon and lumen which was indicative of leak. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Device analysis identified a longitudinal tear 2mm distal of the proximal markerband and extending 14mm proximally. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues with the shaft. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous upper limb. A 5.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 8atm and was retrieved from the patient's body without any problem. The procedure was completed with another of the same device. There were no patient complications reported.